Event description:
The pt never experienced much therapeutic effect, stimulation did not help much. The implantable neurostimulator was implanted too deeply to charge it. A series of shots were injected to dissolve fatty tissues and to bring the battery closer to the surface. It was still difficult to charge the device. Therapy was not successfully programmed until approximately 6 months after implant. Additional info has been requested. A follow-up report will be submitted if additional info becomes available.

Manufacturer narrative:
(B)(4).